Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion in the tubing and/or tubing connectors results into alarm. Duratin of infusion set used was not more than 72 hours. The issue got resolved with replacement of the infusion set. No further information available.